Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the customer received assistance from technical support to reset the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared. The customer acknowledged and understood these instructions.